Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately (B)(6) years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "leadless pacemaker for patients following cardiac valve intervention." Archives of cardiovascular disease (2020) doi: https://doi.org/10.1016/j.acvd.2020.05.012. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless pacemaker for patients following cardiac valve intervention. The article reports patients implanted with leadless implantable pulse generators (ipg) that lost function. A new leadless ipg was implanted. Another patient experienced a flash pulmonary edema which required intravenous administration of diuretics during the implantation procedure. There were other patients that experienced severe vagal reactions, events at the groin, and deep venous thromboses. The status/location of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.